Event description:
During ivtm therapy, the thermogard ivtm system (sn unknown) generated an "air trap" alarm and the customer noticed the 500ml saline bag was empty. The saline bag was replaced and an hour later, 100ml of saline got decreased from the saline bag. The thermogard ivtm system was turned off. However, the quattro catheter (lot #unknown) was not removed until the following day because the patient had a very bad coagulation. The following day the catheter was removed without any issue and the dwell time was 8 hours. The catheter insertion was smooth into the patient's right femoral vein by a less experienced physician with zoll product. The customer reported 600 ml of saline infusion into the patient. Since the patient has reached the target temperature, no other temperature management or relative procedures were required to be performed on the patient. The current condition of the patient is alive. There was no device malfunction reported on the thermogard system and it was placed back for clinical use. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint of the customer noticed the 500ml saline bag was empty while using the quattro catheter (lot # 158529) was confirmed during functional testing. A bonding leak was observed at the distal end of the medial 1 balloon. The probable root cause of the reported complaint could be a latent defect at the bond. Upon visual inspection, the catheter shaft was kinked at 11 inches away from the catheter tip was observed. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. Dried blood residue was observed in the catheter's balloons and luered tubing. No other physical damage was observed. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bond leak was observed at the distal end of the medial 1 balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for a quattro catheter with lot number 158529.

Event description:
During ivtm therapy, the thermogard ivtm system (sn unknown) generated an "air trap" alarm, and the customer noticed the 500ml saline bag was empty. The saline bag was replaced and an hour later, 100ml of saline got decreased from the saline bag. The thermogard ivtm system was turned off. However, the quattro catheter (lot #158529) was not removed until the following day because the patient had a very bad coagulation. The following day the catheter was removed without any issue and the dwell time was 8 hours. The catheter insertion was smooth into the patient's right femoral vein by a less experienced physician with zoll product. The customer reported 600 ml of saline infusion into the patient. Since the patient has reached the target temperature, no other temperature management or relative procedures were required to be performed on the patient. The current condition of the patient is alive. There was no device malfunction reported on the thermogard system and it was placed back for clinical use. No consequences or impact to the patient.

Event description:
During ivtm therapy, the thermogard ivtm system (sn unknown) generated an "air trap" alarm, and the customer noticed the 500ml saline bag was empty. The customer weren't sure if the catheter was at fault, and therefore called zoll hotline for help. During the call, a zoll representative had explained to the customer of all the risks involved in using another saline bag before doing a catheter leak check. However, the customer ignored the leak check and attached a new saline bag. In an hour later, 100ml of saline was depleted from the saline bag. The thermogard ivtm system was turned off. However, the quattro catheter (lot #158529) was not removed until the following day because the patient had a very bad coagulation. The following day the catheter was removed without any issue and the dwell time was 8 hours. The catheter insertion was smooth into the patient's right femoral vein by a less experienced physician with zoll product. Approximately 400 ml of saline infused into the patient. Since the patient has reached the target temperature, no other temperature management or relative procedures were required to be performed on the patient. The current condition of the patient is alive. There was no device malfunction reported on the thermogard system and it was placed back for clinical use. No consequences or impact to the patient.

Manufacturer narrative:
After an "air trap" alarm, the customer noticed the 500ml saline bag was empty while using the quattro catheter (lot # 158529) was confirmed during functional testing. The reported leak was confirmed. A bonding leak was observed at the distal end of the medial 1 balloon. The probable root cause of the reported complaint could be a latent defect at the bond. If the customer had followed instruction for leak check as suggested by zoll help hotline, 100 ml of saline infusion would not have happened. Upon visual inspection, the catheter shaft was kinked at 11 inches away from the catheter tip was observed. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. Dried blood residue was observed in the catheter's balloons and luered tubing. No other physical damage was observed. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bond leak was observed at the distal end of the medial 1 balloon, thus confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no similar complaint reported for a quattro catheter with lot number 158529.

Event description:
During ivtm therapy, the thermogard ivtm system (sn unknown) generated an "air trap" alarm, and the customer noticed the 500ml saline bag was empty. The customer weren't sure if the catheter was at fault, and therefore called zoll hotline for help. During the call, the customer had suggested to attach a new saline bag to see if the catheter has a leak. However, a zoll representative had explained to the customer of all the risks involved in using another saline bag but the customer took action on their own by attaching a new saline bag . An hour later, 100ml of saline got decreased from the saline bag. The thermogard ivtm system was turned off. However, the quattro catheter (lot #158529) was not removed until the following day because the patient had a very bad coagulation. The following day the catheter was removed without any issue and the dwell time was 8 hours. The catheter insertion was smooth into the patient's right femoral vein by a less experienced physician with zoll product. The customer reported 600 ml of saline infusion into the patient. Since the patient has reached the target temperature, no other temperature management or relative procedures were required to be performed on the patient. The current condition of the patient is alive. There was no device malfunction reported on the thermogard system and it was placed back for clinical use. No consequences or impact to the patient.

Manufacturer narrative:
Additional information added in section b5.

Manufacturer narrative:
H10: additional information. No patient's effect was observed. Please be aware that changing multiple bags of saline prior to investigating a leak, could result in the fluid overload, which can increase the potential risks associated with such a fluid overload. Zoll is initiated a process to update the IFU with a clear step by step instructions for investigating a leak and to include a proper warning about the consequences of such unintended saline infusion. The same revised instructions and warnings are included for your information. We request you to follow these step-by-step instructions for leak investigation prior to changing the saline bag(s). No patient's effect was observed. Please be aware that changing multiple bags of saline prior to investigating a leak, could result in the fluid overload, which can increase the potential risks associated with such a fluid overload. Zoll is initiated a process to update the IFU with a clear step by step instructions for investigating a leak and to include a proper warning about the consequences of such unintended saline infusion. The same revised instructions and warnings are included for your information. We request you to follow these step-by-step instructions for leak investigation prior to changing the saline bag(s). Key revised sections of the instructions for use that must be read: warning. Intraluminal or balloon leakage. Intraluminal leakage (between the saline lumen and infusion lumens) or balloon leakage is a potential catheter failure mode. In the event of such a failure, sterile saline from the cooling circuit is introduced into the patient. Intraluminal leakage or balloon leakage is typically associated with a fluid loss alarm once the saline bag has been depleted and stops the system. Always investigate fluid level alarms. The cooling circuit is a closed loop system - usually fluid loss alarms indicate a breach somewhere in this closed loop. With any fluid loss alarm, check both the integrity of the catheter and the start-up kit (see below). Warning. If you notice a depleted saline bag or an air trap alarm, do not replace the saline bag prior to identifying the location of the leak and taking the appropriate mitigation. Check for system leaks according to the instructions in the check for a start-up kit leak and check for a catheter leak sections below. (Note that a leak could be external or internal.) Replacing the saline bag repeatedly without investigating the leak or loss of saline may result in unintended infusion of saline into the patient. Saline infusion may lead to the following adverse effects: local swelling that can cause subsequent local tissue damage; systemic fluid overload that can lead to dependent edema and subsequent skin breakdown; internal organ fluid overload, with subsequent overloading of the brain, lungs, or heart. In some cases, this fluid overload may lead to life threatening events. Caution. The console emits an alarm when the saline bag is empty. The bag must be completely empty and additional saline must have drained between the saline spike and the air trap for the saline level in the air trap to drop sufficiently to trigger the alarm. Check for a start-up kit leak 1.check the air trap for condensation. If the air trap shows signs of condensation, wipe the air trap and reinstall it in the console. In the case of an air trap alarm, verify that the air trap alarm is cleared after this step. 2.carefully check the saline path from the saline bag to the console for any leaks. Check if there is saline on the floor, console, or the patient's bed. 3.if there is any saline on the floor, console, or the patient's bed, check that the luers on the catheter and start- up kit are not cracked or damaged and that the connections are tight enough to prevent leaks. 4.if you find a leak in the start-up kit, replace the start-up kit and see if there is also a leak in the catheter. 5.if you do not find a leak in the start-up kit, there is likely a leak in the catheter. Investigate further. Check for a catheter leak 1.disconnect the start-up kit from the catheter. Properly cap both the catheter and start-up kit using an aseptic technique. 2.fill a sterile 10 ml slip tip syringe with sterile saline. 3.connect the syringe to the in luer of the catheter and disconnect the out cap. Infuse 10 ml of saline - the saline should flow out the out luer. If the saline does not flow out of the out luer, a catheter leak is indicated. 4.cap the out luer and pull 5 cc of vacuum. Sustain for at least 10 seconds. Up to 4 ml of saline (not blood) should enter the syringe and you should be able to maintain the vacuum. If traces of blood are seen in the syringe or vacuum cannot be maintained, it indicates a catheter leak. 5.if you find a leak in the catheter, replace the catheter. 6.replace the saline bag and re-prime the start-up kit. Ensure leak-tight luer connections to the start-up kit and continue the therapy.